Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07043. It was reported the pt was no longer feeling stimulation from the supraorbital leads (off-labels). It was reported the pt had been in an automobile accident on (B)(6) 2013 and had received a blow to the back of the head. The sjm rep attempted to reprogram the pt, but the pt was unable to feel the stimulation. X-rays did not show any anomalies. It was reported the physician planned surgical intervention.